Event description:
It was reported that the battery died during patient use. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and worn downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable root cause was determined to be a problem with the customer¿s battery on comm module. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.